Event description:
It was reported that prior to the procedure, it was noted the right atrial (ra) lead exhibited noise leading to oversensing. Furthermore, loss of capture, lack of sensing and low pacing impedance were noted. The ra lead was capped and replaced 23 may 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, oversensing and low pacing impedance were confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found an external insulation abrasion at the proximal region of the lead. The cause of the reported events was due to the damages caused by the external insulation abrasion exposing the outer coil consistent with friction to the device can and clavicle crush forces. No other anomalies were found.